Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 516 mg/dl and the cause was not known. Multiple boluses were delivered and due to using all the insulin in the cartridge, it had to be changed multiple times. Insulin injections were administered to address the bg level and the injections were used for insulin therapy. During troubleshooting, the contacted reported that insulin was observed exiting the infusion set tubing. Reportedly, the customer resumed pump therapy.